Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room with a low heart rate. The staff were unable to interrogate the pacemaker via programmer, and the magnet application revealed no pacing spikes on telemetry. The generator was explanted and replaced. The patient's condition was stable.

Event description:
New information received on (B)(6) 2021 indicating that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
Mw5097856.